Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Reportedly, the basal rate settings were too high. Carbohydrates and glucose tablets were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding the pump settings.